Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. The unit was unable to perform operating currents, self test, unexpected restart errortest, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. The following physical damage was noted: minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. The belt clip assembly was not returned; the belt clip anomaly could not be verified. (B)(4).

Event description:
The customer reported via phone call that she identified moisture on the top screen of the insulin pump where the icons are located. The patient's blood glucose at the time of incident was 267 mg/dl. During troubleshooting she mentioned that there was a crack on the screen. The moisture exposure may have occurred due to the customer keeping the insulin pump in her bra. The moisture may have been sweat. The insulin pump was returned for analysis.